Event description:
While using a teflon tip bovie with red rubber catheter cut and placed over it, physician reported the bovie tip sparked. The tongue, soft palete and uvula were burned. Physician reported burns superficial.